Manufacturer narrative:
Name and address, corrected data: previously submitted MDR indicated an incorrect initial reporter; this report is being submitted to correct this data. Occupation, corrected data: previously submitted MDR indicated an incorrect initial reporter occupation; this report is being submitted to correct this data.

Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history it was noted that an incomplete diagnostics occurred which changed the patient¿s settings. The patient have their normal output setting corrected but the magnet settings were not fully corrected.